Event description:
It was reported that during an interventional procedure to treat a mildly calcified, 90% stenosed, de novo lesion in the non-tortuous 1st marginal coronary artery, after prepping a hi-torque (ht) balance middleweight (bmw) universal ii guide wire via hydration with a wet wipe, the bmw was positioned past the lesion. While advancing a 2.0x15 non-abbott balloon dilatation catheter (bdc) over the ht bmw universal ii guide wire, resistance was met between the two devices. As the bdc was difficult to retract over the bmw, both devices were retracted from the anatomy as a single unit. Dilatation was successfully completed using a new non-abbott guide wire with the same bdc, followed by successful deployment of a 2.25x18 xience prime sv stent. There were no adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect preparation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque balance middleweight universal ii guide wire instructions for use (IFU) states: before removing this device from the wire dispenser (package), inject normal saline into the hub end of the dispenser to thoroughly wet the complete surface of this device. If the surface of this device becomes dry, wetting the surface with normal saline will renew the hydrophilic effect. Be sure to thoroughly rewet this device before reintroduction into an interventional device. Based on the reviewed information, no product deficiency was identified.